Manufacturer narrative:
Product complaint # (B)(4). Initial reporter occupation: lawyer. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
After review of the medical records the patient was revised to address infection, chronic osteomyelitis, infection, pseudotumor of the right proximal femur, sciatic necrolysis, and c-difficile colitis. Operative note reported 200 ml serous fluid was encountered, there is a large pseudotumor of the proximal femur, abundant amount of fibrous tissues, frozen section revealed sparse polys, dystrophic calcification, no soft tissue attachments to the proximal femur with confluent areas of necrotic bone. Doi: (B)(6) 2013, doe: (B)(6) 2013, right hip 3rd event.

Manufacturer narrative:
Product complaint # (B)(4). This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by depuy synthes joint reconstruction, or its employees that the report constitutes an admission that the product, depuy synthes joint reconstruction, or its employees caused or contributed to the potential event described in this report. H6 patient code: no code available (3191) used to capture the device revision or replacement. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Event description:
After review of medical records, the patient was revised for the patient was revised for infected right total hip replacement. And chronic osteomyelitis of the right hip. Operative notes reported that there was presence of a heterotopic ossification. The patient received 1 prbc on 1/17/13 and 2 pbc on 3/7/2013. Doi: (B)(6) 2013; dor: (B)(6) 2013; right hip.

Manufacturer narrative:
Product complaint # (B)(4). Investigation summary no device associated with this report was received for examination. The provided images could not confirm the reported allegations. The root cause could not be determined. The information received will be retained for potential series investigations if triggered by trend analysis or other events within the quality system. Depuy considers the investigation closed. Should additional information be received, the information will be reviewed, and the investigation will be re-opened as necessary. H10 additional narrative: h6 patient code: no code available (3191) used to capture the osteomyelitis.

Manufacturer narrative:
Product complaint # (B)(4). Investigation summary: no device associated with this report was received for examination. No photos depict this specific product. The investigation could not verify or draw any conclusions about the root cause of the reported event without the device to examine. Depuy considers the investigation closed. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary. Device history lot: a manufacturing records evaluation (mre) was not performed as no lot number was provided for this device.

Manufacturer narrative:
Product complaint (B)(4). This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by depuy synthes joint reconstruction, or its employees that the report constitutes an admission that the product, depuy synthes joint reconstruction, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.